Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead had fallen resulting in ra lead dislodgement. The patient underwent a lead revision procedure where the lead was successfully revised. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.